Manufacturer narrative:
Device operator is unknown. No information has been provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the display on the unit is blank. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was received with faulty pcb (printed circuit board) and noisy pump. The customer stated problem was duplicated. The display is blank confirming the customer complaint. Replaced faulty pcb (printed circuit board) and the pump. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device was recently serviced in feb 2022 for failure other than the reported problem and had passed all functional tests. No causes or potential causes of the customer reported problem were found during the review of service and repair records.

Event description:
A customer response was attached to the complaint: the event occurred during preventive maintenance. No patient involvement.